Manufacturer narrative:
Device evaluated by MFR?: device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported the patient had a generator replacement occur. The patient was later noted to have developed a fistula-like mass at the neck incision site. It was noted the mass may be possibly be related to the lead. Patient was been referred for a wound exploration surgery and possible removal. It was later reported the patient had their generator and lead explanted due to an infection at the lead site. Surgeon was not sure how the infection originated, but after visual wound exploration it was determined device explant was needed to be removed. As the patient had a recent generator replacement, the infection will reported on the generator. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.